Manufacturer narrative:
This device used for treatment and not diagnosis. Date of event: (B)(6) 2002. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Journal article received: intra- and perioperative complications in the stabilization of per-and subtrochanteric femoral fractures by means of pfn. Unfallchirurg: december 2002: volume 105, issue 10: pp.881-885. Authors: w. Werner-tutschku, g. Lajtai, g. Schmiedhuber, t. Laing, c. Prokl, and e. Orthner. This article does mention synthes. Study is from february 1998 to june 1999: 70 patients treated with pfn nails. It was reported: 5 cases z effect and 6 cases: cut out of sliding hip screw. This complaint is on the 6 cases: cut out of sliding hip screw. (Hip screw) this is 2 of 2 reports for complaint (B)(4).